Event description:
During a case, the dr intubated the pt but could not ventilate the pt. The dr attempted to relieve the occurrence by trying to re-seat, then change the endotracheal tube and ventilate manually, but was unable to ventilate the pt. The dr then ventilated the pt with an ambu bag and completed the case.